Manufacturer narrative:
This is default text configured for block h10.

Event description:
Spike of the vial adapter was bent. It was not actually puncturing the rubber top of the vial but pushing it down [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of device issue and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from other reporter via an email concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. The patient was being treated with risperidone for extended-release injectable suspension, 50 mg, (lot number: ap250563, expiry date: 30-nov-2027, serial number: (B)(6)), (ndc and therapy dates were not reported) via intramuscular route for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. It was reported that when the reporter went to reconstitute an injection and when put the vial adapter on it did not fit well. Reporter thought that it could just hold it on and push the water at the same time. When attached the syringe and pushed most of the saline came out onto hand, some went into the vial but only enough to make it wet. That took it apart and looked more closely noticed that the spike of the vial adapter was bent. It was not actually puncturing the rubber top of the vial but pushing it down. Last action taken with risperidone in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter did not provide the causality of events device issue and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.